Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 due to feeling unwell and was diagnosed with peritonitis. No additional information was provided during the initial reporting. Follow-up documentation received from the pd registered nurse (pdrn) confirmed the patient remained hospitalized as of (B)(6) 2024, due to somnolence and general malaise, and was diagnosed with peritonitis. The patient¿s initial peritoneal effluent cell count revealed a wbc count of 4000 u/l, and the patient was treated with vancomycin 1000 mg three times weekly, and cefepime 2000 mg daily for the next 2-weeks (route not provided). The patient¿s peritoneal effluent fluid culture was still pending; however, the patient was preparing for possible discharge. The pdrn stated the cause of the peritonitis was unknown, as they were unable to meet with the patient due to the hospitalization. A follow-up peritoneal effluent cell count (date of collection not provided) revealed the patient¿s wbc count had dropped to 94 u/l.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of somnolence, general malaise, and peritonitis, which required hospitalization and antibiotic therapy. The etiology of the patients¿ peritonitis (or any associated complications) could not be determined; therefore, causality could not be established. However, there is no record the patient or pdrn requested a replacement liberty select cycler, nor was any malfunction or deficiency of a fresenius device(s) and or product(s) reported. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum. Based on the limited information available, it cannot be determined if the patient¿s liberty select cycler and/or liberty cycler set played a causal or contributory role in the serious adverse events. There is currently no allegation or objective evidence indicating a fresenius product(s) and/or device(s) malfunction or deficiency occurred. However, given the lack of clinical data (e.g., causality, organism), treatment data, and no evaluation of the fresenius product(s) and/or device(s) prevents their disassociation from the serious adverse events.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2024 due to feeling unwell and was diagnosed with peritonitis. No additional information was provided during the initial reporting. Follow-up documentation received from the pd registered nurse (pdrn) confirmed the patient remained hospitalized as of (B)(6) 2024, due to somnolence and general malaise, and was diagnosed with peritonitis. The patient¿s initial peritoneal effluent cell count revealed a wbc count of 4000 u/l, and the patient was treated with vancomycin 1000 mg three times weekly, and cefepime 2000 mg daily for the next 2-weeks (route not provided). The patient¿s peritoneal effluent fluid culture was still pending; however, the patient was preparing for possible discharge. The pdrn stated the cause of the peritonitis was unknown, as they were unable to meet with the patient due to the hospitalization. A follow-up peritoneal effluent cell count (date of collection not provided) revealed the patient¿s wbc count had dropped to 94 u/l.